Manufacturer narrative:
This report will be updated when investigation is complete. Trends will be evaluated.

Event description:
Allegedly, patient experienced modular neck fracture. Surgery time extended greater than 30 minutes.